Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic after receiving an alert for a high hv lead impedance. The svc vectors had reportedly risen. The device was reportedly reprogrammed. No patient symptoms or adverse consequences were reported. The lead was later extracted and replaced. The patient was in stable condition post-procedure.